Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that the operator of a dimension exl with loci module (lm) was scraped on the hand by the probe tip while removing a jammed small sample cup (ssc). The customer declined to provide additional information. It is unknown if the operator was wearing personal protective equipment at the time. The ccc reviewed with the customer that preventative maintenance and sampler alignments were up to date and that the customer was programming ssc samples properly and using ssc racks. . The cause of the injury from the dimension exl with lm was due to human factor. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
The operator of a dimension exl with loci module (lm) was scraped on the hand by the probe tip while removing a jammed small sample cup (ssc) from the instrument. The operator went to an emergency room for treatment. There are no known reports of adverse health consequences due to the injury